Event description:
Rptr c/o chronic bladder/urinary infections, high blood pressure, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, skin cancer, pre-cancerous cells in cervix, pain &/or burning sensation of chest/rib cage, rapid eye deterioration, thyroid problems, chronic swelling, pain, discoloration and heat or cold sensitivity of extremities, frequent low grade fever. Chronic diarrhea &/or constipation, hysterectomy, substantial hair loss, frequent migraines/severe headaches. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings. Joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Chronic swollen lymph nodes/lymphadenopathy under arms, frozen shoulder, muscle pain & burning, unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc. Chronic insomnia, non-restorative sleep. Chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drop things, misjudge distance/run into objects. She had bleeding through the envelope, 1 capsular contracture and 1 closed capsulotomy. Diagnosis from pathology report torn saline breast implant, left, right implant intact but flaccid.